Event description:
Customer reported device =>400 mg/dl in the evening. Customer was not feeling well. Customer's family member took customer to the hosp at 10 pm. Hosp =44 mg/dl. Customer was given and IV. 2 hours later, hosp = 137 mg/dl and customer was released to go home. No controls were used. A request was made for return product and replacement product was sent.